Manufacturer narrative:
Device passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin pump was returned for hardware low levels failures alarm. Format history file analysis confirmed hardware low levels failures alarm due to software error failure. No unexpected interprocessor communication error alarm and motor processor error alarm noted during testing. Device received with cracked keypad overlay at select button, scratched case and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed hardware low levels failures alarm, interprocessor communication error alarm, and motor processor error alarm. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.